Event description:
A malfunction was reported on the customer's insulin pump, identified by code malf 0, with no notable events occurring prior and a fault ID of 0-0x2199. There was no adverse impact on the customer¿s blood glucose level, as their bg did not exceed 500 mg/dl. Tandem technical support decided to replace the pump with an updated model, providing storage mode instructions and return procedures for the faulty pump. The customer acknowledged the steps needed, including contacting their healthcare provider for backup therapy and returning the malfunctioning pump within 10 days.